Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced turbid effluent and fever coincident with peritoneal dialysis (pd) therapy. The cause of the events was not reported. On the same day, the patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient was not recovered from the events. Dianeal therapy was ongoing. No additional information is available.